Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the functional deviation, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the shuntassistant 2.0 is not operating within the acceptable tolerance in either position. An accelerated outflow in the vertical position and a slower outflow in the horizontal position could be determined. Internal inspection: after dismantling of the valve, deposits were found. Results: based on our investigation results, we can determine an accelerated outflow in the vertical position and a slower outflow in the horizontal position. The determined deposits can be named as the cause for the functional deviation. Organic material in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a shuntassistant 2.0 (#fx571t) was implanted during a procedure on (B)(6) 2023. According to the complainant, the valve showed an under- and over-drainage and adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Same event as # 3004721439-2024-00362 / 400684952.